Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention to prevent permanent impairment or injury. Device issue: none. It was reported that the clinical trial procedure was done in early 2008, to treat a patient with double vessel disease. First, a 2.5 x 23 xience v was placed in the 1st om. Next, the mid rca lesion was treated with a 3.0 x 28 xience v; followed by the proximal rca lesion, which was treated with a 3.5 18 xience v. On eight months later, the patient returned to the hospital, presented with chest pain. Angiography was done, which revealed restenosis of the proximal rca and the 1st om. Revascularization was performed and two drug eluting stents were deployed one in the proximal rca and one in the 1st om. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and restenosis, as listed in the xience v IFU is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. In this case, it is likely that the angina is a secondary effect of the restenosis which resulted in hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined. The 3.0 x 18 mm xience v mentioned in the event description is being reported under the same manufacturer report number.